Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified vessel of a limb. After the guidewire crossed the lesion, a 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres within the rated pressure, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.